Event description:
Patient reports ems treatment for low blood sugar.

Manufacturer narrative:
The pump was returned to animas for evaluation. Upon receipt at animas, the pump was found to be inoperable, due to damaged force sensor pins. The patient reported they were connected to the infusion set during the rewind and load cartridge process. The user guide instructs users to disconnect from the set, prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor.